Event description:
An increased intraperitoneal volume (iipv) situation was identified in the event log of a homechoice (hc) device. The iipv occurred on (B)(6) 2010 during drain cycle 1. The programmed fill volume was 2000 ml and the total drain volume was 3805 ml which meets iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow-up emdr.

Manufacturer narrative:
(B)(4). Evaluation summary: the device passed both homechoice return instrument test / evaluation (rite) electrical and rite functional tests. Review of the device's previous service record found no issues that may have contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The cause of the iipv was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).